Event description:
Philips received a complaint on the v60 ventilator indicating that the fan was turning on and off intermittently. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was cycling when plugged into alternating current (ac) power. The rse advised the customer that the v60 battery may be depleted, and the device was attempting to trickle charge. The customer was advised to charge the battery for 24-48 hours. The customer biomedical engineer (bme) reported the next day that the battery was not charged, and it was believed the battery was defective. The rse provided the part information for the battery to the customer, and the customer confirmed that a replacement battery was ordered. This investigation is ongoing.

Manufacturer narrative:
The customer informed the remote service engineer (rse) that the device was cycling when plugged into alternating current (ac) power. The rse advised the customer that the v60 battery may be depleted, and the device was attempting to trickle charge. The customer was advised to charge the battery for 24-48 hours. The customer biomedical engineer (bme) reported the next day that the battery was not charged, and it was believed the battery was defective. The rse provided the part information for the battery to the customer, and the customer confirmed that a replacement battery was ordered. Multiple good faith efforts (gfe) were attempted to obtain confirmation of the part replacement and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time.